Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. This is a product mix issue so the device information located on the outer box label is being reported as the primary product and the information for the device that was actually inside the package is being listed in concomitant medical products. 6570-0-032, delta v-40 ceramic head 32/-4. Device not returned to the manufacturer.

Event description:
A 32-4 head was implanted and removed. The box we opened indicated that the head was a 32+4. The pa noticed the script on the 32-4 head & it was replaced with a 32 universal and a +4 sleeve. This was a primary. The delay was no more than 5 minutes. Right hip.

Event description:
A 32-4 head was implanted and removed. The box we opened indicated that the head was a 32+4. The pa noticed the script on the 32-4 head & it was replaced with a 32 universal and a +4 sleeve. This was a primary. The delay was no more than 5 minutes. Right hip.

Manufacturer narrative:
Reported event: an event regarding product mix involving a ceramic head was reported. The event was confirmed by review of the photographs provided. Method & results: product evaluation and results: the outer box of the device shows catalog number 6570-0-232, lot 89546202 on the label and also shows that the device was intended to be a 32mm head with a nk lnth of +4mm. A photo showing that the device packaged bears the marking 32mm -4. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 8 other similar events for the lot referenced. Conclusions: the reported product mix was confirmed.